Event description:
It was reported that during an exploratory laparotomy procedure, the jaw of the device broke off. The jaw was retrieved. Another device was not used to complete the procedure. There were no adverse consequences for the patient. The device was discarded.

Manufacturer narrative:
(B)(4). The device was not returned. The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records